Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported that they will have their pd catheter (not a fresenius product) removed for 4 weeks. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was diagnosed with peritonitis on approximately (B)(6) 2021, after a peritoneal effluent fluid culture returned positive for staphylococcus epidermis (collection date not provided). The patient was already being treated (outpatient) with intraperitoneal (ip) vancomycin (dosage not provided) when the cultures returned. On (B)(6) 2021, the patient underwent the surgical removal of their pd catheter (not a fresenius product), while concurrently receiving a hemodialysis (hd) catheter (not a fresenius product, type unknown). The pdrn attributed causality to a touch contamination event; however, the specifics were not provided. The patient transitioned to hd therapy on (B)(6) 2021 and will remain on hd until the first week in (B)(6). The pdrn stated the patient¿s liberty select cycler and/or liberty cycler set did not cause or contribute to these events. The patient is tolerating hd well and is going to receive the remaining doses of vancomycin intravenously while undergoing treatment. The patient is recovering from the event and remains in possession of the same liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis, which warranted antibiotic therapy, peritoneal dialysis (pd) catheter (not a fresenius product) removal and the temporary transition to hemodialysis (hd) therapy. The pdrn attributed causality to an unspecified touch contamination event. Per the peritoneal dialysis registered nurse (pdrn), there were no reported issues with the patients liberty select cycler or liberty cycler set. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse event. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported that they will have their pd catheter (not a fresenius product) removed for 4 weeks. Follow-up with the patients pd registered nurse (pdrn) revealed the patient was diagnosed with peritonitis on approximately (B)(6) 2021, after a peritoneal effluent fluid culture returned positive for staphylococcus epidermis (collection date not provided). The patient was already being treated (outpatient) with intraperitoneal (ip) vancomycin (dosage not provided) when the cultures returned. On (B)(6) 2021, the patient underwent the surgical removal of their pd catheter (not a fresenius product), while concurrently receiving a hemodialysis (hd) catheter (not a fresenius product, type unknown). The pdrn attributed causality to a touch contamination event; however, the specifics were not provided. The patient transitioned to hd therapy on (B)(6) 2021 and will remain on hd until the first week in (B)(6). The pdrn stated the patients liberty select cycler and/or liberty cycler set did not cause or contribute to these events. The patient is tolerating hd well and is going to receive the remaining doses of vancomycin intravenously while undergoing treatment. The patient is recovering from the event and remains in possession of the same liberty select cycler.